Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes)") and pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy, gastroparesis, irritable bowel syndrome, vitamin d low, vitamin b12 decreased, iron low, anemia, rosacea, breast lump, blood heavy metal increased, dry mouth, tooth decay, gingivitis, dry eyes and uterine bleeding. Concomitant products included amoxicillin trihydrate (alphamox), colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), iron, lactobacillus reuteri (probiotica), ox bile extract, progesterone and ubidecarenone (co q-10). On (B)(6) 2011, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). In february 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and libido decreased ("diminished libido"). In march 2011, the patient experienced headache ("headaches"). In november 2015, the patient experienced allergy to metals ("nickel allergy/ increased sensitivity to nikel") with rash. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain"), vulvovaginal pain ("vagina pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), polycystic ovaries ("polycystic ovary syndrome"), rosacea ("rosacea") and complication of device removal ("surgery under general anesthesia to repair vaginal cuff due to complications from essure removal"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy) and surgery (she underwent a procedure to remove essure device, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the polycystic ovaries had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, migraine, vaginal haemorrhage, allergy to metals, back pain, vulvovaginal pain, libido decreased, rosacea and complication of device removal outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, headache, arthralgia and myalgia had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, polycystic ovaries, rosacea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. There were 3 coils on the right fallopian tube junction, 3 coils on the left fallopian tube junction. I had pain and vaginal bleeding, a 1.5 ¿ 2 cm separation of vaginal cuff. Had complications healing from (B)(6) 2017 surgery, had to remove stitches and repair cuff. Dr. Said my body was rejecting stitches so she removed them, the dead tissue and repair the cuff with figure 8 stitches. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful tubal ligation with essure device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: surgery under general anesthesia to repair vaginal cuff due to complications from essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes)') and pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight and gluten sensitivity. Concurrent conditions included cholecystectomy, gastroparesis, irritable bowel syndrome, vitamin d low, vitamin b12 decreased, iron low, anemia, rosacea, breast lump, blood heavy metal increased, dry mouth, tooth decay, gingivitis, dry eyes and uterine bleeding. Concomitant products included amoxicillin trihydrate (alphamox), colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), iron, lactobacillus reuteri (probiotica), ox bile extract, progesterone and ubidecarenone (co q-10). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and libido decreased ("diminished libido"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/ increased sensitivity to nikel") with rash. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain"), vulvovaginal pain ("vagina pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), polycystic ovaries ("polycystic ovary syndrome"), rosacea ("I have been treated for rosacea on my nose and cheeks but its not bad too"), hot flush ("hot flash"), insomnia ("I cannot sleep / I am wide awake"), complication of device removal ("surgery under general anesthesia to repair vaginal cuff due to complications from essure removal") and weight gain poor ("I cant gain weight/still struggling to hold my weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the polycystic ovaries had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, migraine, vaginal haemorrhage, allergy to metals, back pain, vulvovaginal pain, libido decreased, rosacea, hot flush, insomnia, complication of device removal and weight gain poor outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, headache, arthralgia and myalgia had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, insomnia, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, polycystic ovaries, rosacea, vaginal haemorrhage, vulvovaginal pain and weight gain poor to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff appropriately sought treatment for her symptoms. There were 3 coils on the right fallopian tube junction, 3 coils on the left fallopian tube junction. I had pain and vaginal bleeding, a 1.5 ¿ 2 cm separation of vaginal cuff. Had complications healing from (B)(6) 2017 surgery, had to remove stitches and repair cuff. Dr. Said my body was rejecting stitches so she removed them, the dead tissue and repair the cuff with figure 8 stitches. Discrepancy noted as per pfs: removal date of essure device:(B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. Blood test - on an unknown date: levels equivalent to refinery worker. Hysterosalpingogram - on (B)(6) 2011: results: successful tubal ligation with essure device.; on (B)(6) 2011: result: successful tubal ligation with essure device.. Urine analysis - on an unknown date: high in lead. Concerning the injuries reported in this case, the following were described in patient's medical records: pelvic pain, dyspareunia. Concerning the injuries reported in this case the following were reported via social media- weight gain poor. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes)') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy, gastroparesis, irritable bowel syndrome, vitamin d low, vitamin b12 decreased, iron low, anemia, rosacea, breast lump, blood heavy metal increased, dry mouth, tooth decay, gingivitis, dry eyes and uterine bleeding. Concomitant products included amoxicillin trihydrate (alphamox), colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), iron, lactobacillus reuteri (probiotica), ox bile extract, progesterone and ubidecarenone (co q-10). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and libido decreased ("diminished libido"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/ increased sensitivity to nikel") with rash. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain"), vulvovaginal pain ("vagina pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), polycystic ovaries ("polycystic ovary syndrome"), complication of device removal ("surgery under general anesthesia to repair vaginal cuff due to complications from essure removal") and rosacea ("I have been treated for rosacea on my nose and cheeks but its not bad too"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy and she underwent a procedure to remove essure device, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the polycystic ovaries had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, migraine, vaginal haemorrhage, allergy to metals, back pain, vulvovaginal pain, libido decreased, complication of device removal and rosacea outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, headache, arthralgia and myalgia had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, polycystic ovaries, rosacea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. There were 3 coils on the right fallopian tube junction, 3 coils on the left fallopian tube junction. I had pain and vaginal bleeding, a 1.5 ¿ 2 cm separation of vaginal cuff. Had complications healing from (B)(6) 2017 surgery, had to remove stitches and repair cuff. Dr. Said my body was rejecting stitches so she removed them, the dead tissue and repair the cuff with figure 8 stitches. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful tubal ligation with essure device.; on (B)(6) 2011: result: successful tubal ligation with essure device.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: rosacea was added as a event. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes)") and pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy, gastroparesis, irritable bowel syndrome, vitamin d low, vitamin b12 decreased, iron low, anemia, rosacea, breast lump, blood heavy metal increased, dry mouth, tooth decay, gingivitis, dry eyes and uterine bleeding. Concomitant products included amoxicillin trihydrate (alphamox), colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), iron, lactobacillus reuteri (probiotica), ox bile extract, progesterone and ubidecarenone (co q-10). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and libido decreased ("diminished libido"). In (B)(6) 2011, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/ increased sensitivity to nikel") with rash. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain"), vulvovaginal pain ("vagina pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), polycystic ovaries ("polycystic ovary syndrome") and complication of device removal ("surgery under general anesthesia to repair vaginal cuff due to complications from essure removal"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy) . Essure was removed on (B)(6) 2017. In 2017, the polycystic ovaries had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, migraine, vaginal haemorrhage, allergy to metals, back pain, vulvovaginal pain, libido decreased and complication of device removal outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, headache, arthralgia and myalgia had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, polycystic ovaries, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. There were 3 coils on the right fallopian tube junction, 3 coils on the left fallopian tube junction. I had pain and vaginal bleeding, a 1.5 ¿ 2 cm separation of vaginal cuff. Had complications healing from (B)(6) 2017 surgery, had to remove stitches and repair cuff. Dr. Said my body was rejecting stitches so she removed them, the dead tissue and repair the cuff with figure 8 stitches. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful tubal ligation with essure device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes)') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy, gastroparesis, irritable bowel syndrome, vitamin d low, vitamin b12 decreased, iron low, anemia, rosacea, breast lump, blood heavy metal increased, dry mouth, tooth decay, gingivitis, dry eyes and uterine bleeding. Concomitant products included amoxicillin trihydrate (alphamox), colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), iron, lactobacillus reuteri (probiotica), ox bile extract, progesterone and ubidecarenone (co q-10). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and libido decreased ("diminished libido"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/ increased sensitivity to nikel") with rash. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain"), vulvovaginal pain ("vagina pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), polycystic ovaries ("polycystic ovary syndrome"), rosacea ("I have been treated for rosacea on my nose and cheeks but its not bad too"), hot flush ("hot flash"), insomnia ("I cannot sleep / I am wide awake") and complication of device removal ("surgery under general anesthesia to repair vaginal cuff due to complications from essure removal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the polycystic ovaries had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, migraine, vaginal haemorrhage, allergy to metals, back pain, vulvovaginal pain, libido decreased, rosacea, hot flush, insomnia and complication of device removal outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, headache, arthralgia and myalgia had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, insomnia, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, polycystic ovaries, rosacea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. There were 3 coils on the right fallopian tube junction, 3 coils on the left fallopian tube junction. I had pain and vaginal bleeding, a 1.5 ¿ 2 cm separation of vaginal cuff. Had complications healing from (B)(6) 2017 surgery, had to remove stitches and repair cuff. Dr. Said my body was rejecting stitches so she removed them, the dead tissue and repair the cuff with figure 8 stitches. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: levels equivalent to refinery worker. Hysterosalpingogram - on (B)(6) 2011: results: successful tubal ligation with essure device.; on (B)(6) 2011: result: successful tubal ligation with essure device.. Urine analysis - on an unknown date: high in lead. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received : new events - hot flashes and I cannot sleep / I am wide awake were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes)") and pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy, gastroparesis, irritable bowel syndrome, vitamin d low, vitamin b12 decreased, iron low, anemia, rosacea, breast lump, blood heavy metal increased, dry mouth, tooth decay, gingivitis, dry eyes and uterine bleeding. Concomitant products included amoxicillin trihydrate (alphamox), colecalciferol (vitamin d3), iron, lactobacillus reuteri (probiotica), ox bile extract, progesterone and ubidecarenone (co q-10). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), back pain ("back pain"), vulvovaginal pain ("vagina pain"), libido decreased ("diminished libido"), arthralgia ("joint pain"), myalgia ("muscle pain") and polycystic ovaries ("polycystic ovary syndrome"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy) and surgery (she underwent a procedure to remove essure device). Essure was removed on (B)(6) 2017. In 2017, the polycystic ovaries had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, migraine, vaginal haemorrhage, allergy to metals, back pain, vulvovaginal pain and libido decreased outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, headache, arthralgia and myalgia had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, polycystic ovaries, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. There were 3 coils on the right fallopian tube junction, 3 coils on the left fallopian tube junction. I had pain and vaginal bleeding, a 1.5 ¿ 2 cm separation of vaginal cuff. Had complications healing from (B)(6) 2017 surgery, had to remove stitches and repair cuff. Dr. Said my body was rejecting stitches so she removed them, the dead tissue and repair the cuff with figure 8 stitches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful tubal ligation with essure device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs: new reporter added. Patients demographics added. New events added: abnormal bleeding (menorrhagia), nickel allergy, fatigue, hair loss, malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes), headaches, back pain, vagina pain, rashes on my face, diminished libido, joint pain, muscle pain. On (B)(6) 2018: information from mr: new reporters added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (left side still in fallopian tube, but end closed to endometrium in uterus)/ migration of essure (migrated within fallopian tubes)') and pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight and gluten sensitivity. Concurrent conditions included cholecystectomy, gastroparesis, irritable bowel syndrome, vitamin d low, vitamin b12 decreased, iron low, anemia, rosacea, breast lump, blood heavy metal increased, dry mouth, tooth decay, gingivitis, dry eyes and uterine bleeding. Concomitant products included amoxicillin trihydrate (alphamox), colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), iron, lactobacillus reuteri (probiotica), ox bile extract, progesterone and ubidecarenone (co q-10). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and libido decreased ("diminished libido"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/ increased sensitivity to nikel") with rash. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain"), vulvovaginal pain ("vagina pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), polycystic ovaries ("polycystic ovary syndrome"), rosacea ("I have been treated for rosacea on my nose and cheeks but its not bad too"), hot flush ("hot flash"), insomnia ("I cannot sleep / I am wide awake"), complication of device removal ("surgery under general anesthesia to repair vaginal cuff due to complications from essure removal") and weight gain poor ("I cant gain weight / still struggling to hold my weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the polycystic ovaries had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, migraine, vaginal haemorrhage, allergy to metals, back pain, vulvovaginal pain, libido decreased, rosacea, hot flush, insomnia, complication of device removal and weight gain poor outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, headache, arthralgia and myalgia had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, insomnia, libido decreased, menorrhagia, migraine, myalgia, pelvic pain, polycystic ovaries, rosacea, vaginal haemorrhage, vulvovaginal pain and weight gain poor to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. There were 3 coils on the right fallopian tube junction, 3 coils on the left fallopian tube junction. I had pain and vaginal bleeding, a 1.5 ¿ 2 cm separation of vaginal cuff. Had complications healing from (B)(6) 2017 surgery, had to remove stitches and repair cuff. Dr. Said my body was rejecting stitches so she removed them, the dead tissue and repair the cuff with figure 8 stitches. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. Blood test - on an unknown date: levels equivalent to refinery worker. Hysterosalpingogram - on (B)(6) 2011: results: successful tubal ligation with essure device.; on (B)(6) 2011: result: successful tubal ligation with essure device. Urine analysis - on an unknown date: high in lead. Concerning the injuries reported in this case, the following were described in patient's medical records: pelvic pain, dyspareunia. Concerning the injuries reported in this case the following were reported via social media- weight gain poor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received:-new event "I cant gain weight/ still struggling to hold my weight" was added. Reporter was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.